Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had an implantable cardioverter defibrillator [sn: (B)(4)] implanted on (B)(6) 2018. It was determined the patient had not been taking the patient¿s anti-arrhythmia drugs and had a ventricular rate that was in the ventricular fibrillation zone and, as such, the patient received a shock for atrial fibrillation with rapid ventricular response on (B)(6) 2018. The patient will be more diligent in following the assigned medication regimen and, further, the physician made programming changes. The patient was stable after the programming changes. It was further noted that the patient¿s right ventricular lead [sn: (B)(6)] was initially exhibiting high impedance but the impedance levels resolved to normal. The physician monitored the lead and eventually determined the lead had become dislodged. On (B)(6) 2018, the physician repositioned the lead. The patient was stable during and after the repositioning procedure.